Event description:
Customer reported high device results = in the 350s mg/dl. Customer tried to lower glucose level by walking and eating less. Customer passed out. Customer woke up in the ambulance and was given a glucose IV and another unknown type of medication. Customer was taken to the hospital and remained there for 48 hours. No controls were used. A request was made for return product and replacement product was sent.